Event description:
It was reported that a pump was alarming for a system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed through the history log, but could not be reproduced. The root cause was not determined. The motor was found to be impacting the lower bearing housing, limiting the ability to perform further investigations. Due to the invasive nature of the motor analysis, the motor was replaced.